Event description:
The manufacturer received information alleging a ventilator's keypad would not work. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's speakers were replaced to address the issues. An issue related to the ac inlet connector was observed. Evidence of tampering was noted by technician and the ac inlet was missing. The device's ac inlet connector was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and speakers the system board and speakers were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to the sd card circuit shorted. The speakers were evaluated and were found to operate to design specifications.